Event description:
The companion caddy was not supporting a patient. The customer reported that it was difficult to remove the companion 2 driver from the companion driver caddy. This alleged failed mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion driver caddy will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.